Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant on tooth site #30 was removed due to bone loss and infection. Symptoms of the event: pain.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-00548. The catalog and lot number was previously reported incorrectly. The following sections are being reported: d1: brand name is corrected d4: the catalog and lot number are corrected d4: expiration date and unique identifier (UDI) number are corrected g4: additional 510(k) number is corrected. G4: additional 510(k) number is k013227. H2: if follow-up, what type h4: device manufacturer date is corrected h10: additional narratives/data.

Manufacturer narrative:
This report is being submitted to report additional information. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection and/or bone loss, problems reported in association with implant failure have not identified any signals indicating potential non-conformance's impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.